Event description:
It was reported that the label with the lot number and exp date was not at the usual place on the product. It was located on the side of the plastic tray. Also, the lot number and exp date info was placed in the incorrect fields on the label, having the exp date entered in the lot field and the lot number info in the exp date field. Three boxes of the cusa excel shear tip 36khz with lot number 225029 were affected. There was no contact or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.